Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that these lots met all pre-release specifications. The cause of the device infection could not be determined with information available. (B)(4).

Event description:
On (B)(6) 2016, the patient developed stanford type b complicated aortic dissection (rupture). On (B)(6) 2016, the patient underwent an endovascular procedure using conformable gore® tag® thoracic endoprostheses to repair rupture of the acute aortic dissection. Prior to the procedure, axillo-axillary bypass surgery was performed. The devices were implanted with no issues, intentionally covering the left subclavian artery. The artery was then embolized with a plug. Final angiography showed exclusion of the rupture. The patient tolerated the procedure. On (B)(6) 2016, the patient was discharged. On (B)(6) 2016, one month follow-up imaging showed no issues. On (B)(6) 2016, infection of the devices were identified. It was reported that the device infection was procedure-related, not device-related. The physician suggested that the pre-existing rupture might have caused the infection, however could not determine the cause. On the same day the patient was treated with antibiotic (detail unknown). On (B)(6) 2016, six month follow-up imaging showed that the infection persisted. The patient was treated with antibiotic (detail unknown).